Event description:
It was reported that, during a gynecological operation, the gynecologic laparoscope image failed and an error occurred. There were no reports of patient harm.

Manufacturer narrative:
B3 - date of event: additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.